Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, angulation out of specification, and bending cover adhesive deterioration and separation on the thread-wound sections. The faulty part was replaced. The investigation is ongoing.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for three (3) colony forming units (cfus) of klebsiella on (B)(6) 2022, and less than ten (10) colony forming units (cfus) of gram-negative bacilli on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination, patient harm or user injury associated with this event. It was reported that the scope tested positive for less than ten (10) colony forming units (cfus) of e-coli and staph on (B)(6) 2022. This event was reported in related complaint file with patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Bacteria were detected from more than one culture testing performed at the third-party labs, via the user. However, the detected bacteria were not the same. Information on the facility's reprocessing steps was requested but not obtained. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.